Event description:
It is reported that the pt was revised due to pain. During the revision the liner was noted to have fixed rotation.

Manufacturer narrative:
This report will be amended when our investigation is complete.